Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury with a simlar device. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a k-file separated. As of this MDR evaluation the event outcome is unknown.

Manufacturer narrative:
Returned file is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Given batch number has no corresponding with the product involved in this complaint. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Please note, the brand name and catalog number were incorrect on the initial report.